Event description:
Caller states that the pt tested 3.5 inr and 2.2 inr during duplicate testing on the same device. Comparison was performed using 2 different strip lots. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used to produce 2.2 inr result. 394a a1, 2/08.